Event description:
The complainant reported that the impella cp device was removed from the right femoral artery due to concern for ischemia in the leg. Doppler assessment showed pulses present but with monophasic flow. Left ventricular function had improved since initial placement, and vasoactive medications were weaned, leading the team to decide on device removal. The pump had already been discarded upon arrival to the unit.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.